Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the discordant elevated lmmb result is unknown. However, the siemens headquarters support center evaluated the information made available. The determination was that the elevated mmb value is patient specific, repeatable, and discordant with the cki value. Testing on an alternate instrument system recovers a value within the normal range, congruent with the cki value. This data is consistent with non-specific binding interference. The lmmb flex reagent cartridge instructions for use limitations of procedure section states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated mass creatine kinase mb isoenzyme (lmmb) result was obtained on a patient sample on the dimension exl instrument. The result was not reported to the physician. The same sample was later repeated at an alternate laboratory on an alternate non-siemens methodology and a lower result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated lmmb result. There was no report of adverse health consequences as a result of the discordant elevated lmmb result.